Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 22gax0.75in prn slm npvc experienced leakage. The following information was provided by the initial reporter: when the patient undergoes high-pressure angiography, the nurse uses a closed intravenous indwelling needle for high-pressure injection. When the contrast agent is injected, the connection between the extension tube and the catheter adapter suddenly bursts, and the contrast agent is ejected, causing the risk of skin damage to the patient and the risk of high-pressure angiography examination. If the injection is interrupted, the nurse quickly stops the bolus injection, removes the indwelling needle, replaces the indwelling needle with a new one and performs the bolus injection again, and explains to the patient.

Event description:
It was reported that the bd intima-ii 22gax0.75in prn slm npvc experienced leakage. The following information was provided by the initial reporter: when the patient undergoes high-pressure angiography, the nurse uses a closed intravenous indwelling needle for high-pressure injection. When the contrast agent is injected, the connection between the extension tube and the catheter adapter suddenly bursts, and the contrast agent is ejected, causing the risk of skin damage to the patient and the risk of high-pressure angiography examination. If the injection is interrupted, the nurse quickly stops the bolus injection, removes the indwelling needle, replaces the indwelling needle with a new one and performs the bolus injection again, and explains to the patient.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2137569. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.